Event description:
Complainant alleged that while attempting to treat a (B)(6) female pt with vital signs absent, the device was unable to analyze. Complainant indicated that the pt subsequently expired, however it was not a result of the reported malfunction. Complainant indicated that subsequent testing did not duplicate the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.